Event description:
It was reported that during a septation gastric procedure, the surgeon complained about the quality of stapling, bled beyond normal. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr45w cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.